Event description:
It was reported that when using the bd pyxis anesthesia es system, the gb-26a pyxis had shut off and failed to power on. The customer indicated that they attempted to connect the device to various outlets, including those that were functioning properly with other equipment, and also utilized a new power cable. They disconnected and reconnected the battery, toggled the power switch multiple times, and removed all drawers to determine if any drawer was causing a power supply issue. Notably, there are no lights illuminated inside the pyxis when the battery compartment is opened. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powered on with all drawers connected. A field service engineer found that drawer 3 consistently caused the station to malfunction, leading to the replacement of the board; however, the same problem persisted. After further investigation, it was identified that the power supply was the issue, and the station only operated correctly with four drawers connected. The power supply was replaced to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient due to the station was failed and inaccessible. The system functioned as intended after the field service engineer troubleshooted the device.